Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2017, a revision surgery was performed on (B)(6) 2021 to revise the journey ii bcs femoral oxinium left size 3 ((B)(4)), the journey tibial baseplate nonporous lt sz 2 ((B)(4)), the journey ii bcs xlpe articular insert size 1-2 left ((B)(4)) 10mm and the genesis ii oval resurfacing patellar 29mm ((B)(4)). The reason of the revision is unknown, as well as the current health status of the patient.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision tka was performed approximately 4 years post implantation for unknown reasons. It was communicated that the requested documentation/information was not available for inclusion in the medical investigation. Without the requested clinical documentation the reported event and root cause could not be fully assessed. The patient impact beyond the reported revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.